Manufacturer narrative:
Lot traceability was not provided by the end user. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Review of the directions for use lists arrhythmia and myocardial infarction as potential adverse events associated with the tavr/tavi procedure. Based on the information provided, it appears that clinical and/or procedural factors may have contributed to the event as reported. At this time, it is not possible to assign a definitive root cause for the event as reported. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported by the distributor: event description: during index procedure, post implantation of large (27 mm) acurate neo2 aortic valve, moderate-to-severe perivalvular leak was noted for which balloon valvuloplasty (edwards) was performed. Balloon valvuloplasty significantly reduced perivalvular leak, however caused a small membranous restrictive iatrogenic ventricular septal defect which was decided to manage medically. During the index procedure, a small safari guide wire was used which nicely sat at the level of the left ventricular apex. Later ventricular septal defect was noted. On the same day of index procedure, post tavr, the subject developed peri procedural myocardial infarction and left bundle branch block. The subject was hemodynamically stable and transferred to ICU to observe overnight. The next day, the subject was transferred to ward and repeat echocardiogram demonstrated that ventricular septal defect remained small and restrictive. It was decided to manage this with nonoperative intervention. The day after the procedure ECG revealed lbbb and the cardiac enzymes were noted to be elevated consistent with protocol definition of peri-procedural myocardial infarction as defined in the protocol. The subject was diagnosed with a myocardial infarction. The subject was on aspirin and clopidogrel at the time of the events. Four days post procedure subject was discharged home on aspirin and clopidogrel. Further information received: "the physician confirmed that the perforation was due to the balloon and not the safari."